Event description:
It was reported to philips that the viewing station intermittently showed a blue screen on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service scheduled a visit to reload the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).